Event description:
The hcp reported that pump was explanted in 2005 due to infection. The pt had undergone 2 catheter revisions. A follow-up report will be sent if additional information becomes available to co.